Event description:
It was reported the patient had a loss of stimulation. Impedances were measured and there were high impedances (>10,000 ohms) on all contacts. The lead was replaced, and afterwards, the patient had fully functional stimulation with "good" pain relief. There was no patient injury.

Manufacturer narrative:
Product ID 3877-45 lot# 0204139667 implanted: (B)(6) 2010 explanted: (B)(6) 2012; product typ lead. (B)(4). The lead has been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
Analysis of the lead model 3877-45, lot # 0204139667 found the conductor broken at the anchor site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.